Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of 579 mg/dl. The customer was treated with insulin pen. Customer also reported missing segments/partial display which did not come after troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Insulin pump was received with missing segments and unable to perform all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and displacement accuracy test due to cracked and bleeding lcd glass. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.